Event description:
The doctor alleged that while pulling scissors out of a container filled with metricide 28 solution, some of the solution splashed into her right eye.

Manufacturer narrative:
The doctor flushed her eye immediately using an eye wash, for 5 minutes. The doctor's eye became red and she felt a burning sensation. The doctor drove herself to the emergency room where she was treated by an ophthalmologist. The ophthalmologist said her eye was very irritated from exposure to the metricide 28 solution. The ophthalmologist gave her eye drops which she is using every six hours; she cannot recall the name of the eye drops. This incident occurred on (B)(6)-2012 and on (B)(6)-2012, her eye was still inflamed; however there is no sign of a scar. The product involved in the incident was not returned and to date no lot number of the product was provided; therefore, no evaluation could be conducted.